Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo left anterior descending artery that was 100% stenosed. Pre-dilatation was performed with a semi-complaint balloon. A 3.0x15mm xience prime stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed dissection at the distal end of the stent. Another xience prime was used to successfully treat the dissection. There was no adverse patient sequela reported. No additional information was provided.